Manufacturer narrative:
H.6. Investigation: customer returned two images of one syringe. The syringe¿s needle shield and hub have separated from its barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or the respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0098914 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that while removing shield of bd syringe 0.3ml 30ga 8mm the hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle with the orange shied was separated from the barrel when removing the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while removing shield of bd syringe 0.3ml 30ga 8mm the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the needle with the orange shied was separated from the barrel when removing the shield.